Event description:
It was reported that the patient underwent surgery on (B)(6) 2013 for an l2-l5 decompression and instrumented arthrodesis. On (B)(6) 2013, the patient underwent revision surgery due to the screws in l2 had moved and come through the superior endplate. The screws were removed and two new screws were added to both l1 and l3 to form a bridge. On (B)(6) 2013, the patient underwent a second revision as it was noted that the screws from l1 had come through the endplate. At that time, the surgeon decided to remove all hardware. The surgeon reported that the patient had very poor bone quality which was causing the difficulty with the devices. This is report 9 of 9 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product code for this report includes mni and kwp. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. Placeholder.